Event description:
It was reported that the patient presented to the hospital with inappropriate shocks. During interrogation, low r-wave sensing with no capture was observed. Fluoroscopy revealed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.